Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon deployed clips and they did not hold on to the vessel (fell off), using a er320. The surgeon asked for a new clip applier and the same thing happened. The surgeon asked for a 3rd clip applier and this worked to complete the case. There was no consequence to the pt.